Event description:
It was reported that this pacemaker system was suspected to exhibit loss of capture (loc) as well as a gradual increase in the pacing impedance on the right ventricular (rv) lead channel. Technical services (ts) was consulted and further in office review was recommended. No adverse patient effects were reported. This system remains in service.